Event description:
It was reported that three (3) chesapeake cervical ti 3-screw drill guide inserters could no longer hold implants intra-operatively. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. This report captures the third of three drill guide inserters.

Event description:
It was reported that three (3) chesapeake cervical ti 3-screw drill guide inserters could no longer hold implants intra-operatively. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. This report captures the third of three drill guide inserters.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.